Event description:
Information was received from a patient regarding their external equipment. The patient reported that for 'probably the last 6 months' it had taken them 20-35 minutes to connect to their pump to bolus. Patient stated the handset gets stuck on the retrieving pump settings screen, and when it finally does connect, it gives them the time for the next bolus, and sometimes it was a few minutes ago that they got the bolus but they did not know because it would not move. Patient stated for a few months, maybe 2-3 months, it was working pretty good, but then it gradually got slower. Agent reviewed considerations and walked patient through how to clear data from the application. Patient confirmed they were able to successfully clear the data and connect to the pump. The troubleshooting steps that were taken on the call resolved the issue. Additional information was provided from a consumer (con) stated that the patient was taking bolus 20-30 minutes to use bolus. The patient bolus every 2 hours per day. However, after troubleshooting with patient service, the patient stated that it will only take 1-2 minutes to bolus. The programmer software version was asked but not answered.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, serial# (B)(6). Product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.